Event description:
It was reported that during initial implant procedure, high pacing impedance was noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.